Event description:
It was reported that this implantable pacemaker was unable to interrogate due to unexpected reset behavior. Technical services (ts) reviewed and discussed options with the physician. Subsequently, the device was explanted the next day. A new device of a different model was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned for analysis. If the product is returned, this report would be updated with pertinent information, upon completion of analysis.

Event description:
It was reported that this implantable pacemaker was unable to interrogate due to unexpected reset behavior. Technical services (ts) reviewed and discussed options with the physician. Subsequently, the device was explanted the next day. A new device of a different model was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned for analysis. If the product is returned, this report would be updated with pertinent information, upon completion of analysis.

Manufacturer narrative:
Additional information: e1: initial reporter first name; e1: initial reporter last name. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the low voltage capacitors of this device. This high current condition depleted the battery faster than normal.